Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image from the colonovideoscope became fuzzy. The issue occurred during inspection prior to use and there were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise with scope communication error code error e216 presented on screen, white residues on both light guide tube and insertion tube. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the noise with scope communication error code error e216 presented on screen and shadow on image due separation of objective lens. The most probable cause of the complaint was cause traced to component failure. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.